Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the device was fully functional and working as intended. The system detected registration results above the predefined threshold and warned the user about inaccuracy. Additionally, the user fixed the patient's head in a hybex skull clamp which is not within the list of compatible devices. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. It was impossible to perform the registration step. Registration and verification errors occurred three times when attempting to register the patient using the laser registration in the hybex head frame. The first two times were on the same MRI, and the third time was on a different MRI. After looking at the verification on the 4th attempt, the surgeon decided to move forward with the case. A surgery delay has been reported of 3 hours.